Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger/ modem would not power on. The last patient to use this charger/modem did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon receipt the power brick was defective. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger.